Event description:
Rptr indicated the pt presented to the physician's office with high lead impedance, indicating a possible lead malfunction. The physician also indicated the pt had high lead impedance during the pt's generator replacement surgery. The physician has ordered x-rays and the pt's generator was turned off to 0ma. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.